Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. The physician was dr (B)(6). A call to technical services on (B)(6) 2013 states that patient felt vibration sensation. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).